Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7079174/5168960.

Event description:
It was reported that the patient was experiencing pain either at the pocket or lead site. It was also stated that the patient was not getting adequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure, and the explanted devices will not be returned as they were kept by the medical facility.